Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had a blue foreign object attached to the rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of blue foreign object attached to the rubber could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.